Manufacturer narrative:
Date sent to the FDA: 11/05/2009. Mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior/posterior pelvic floor repair procedure, total vaginal hysterectomy, bilateral salpingo-oopherctomy, cystoscopy and supra-pubic catheter in 2004. On observation date 2008, the pt was found to have developed a mesh erosion at the vaginal apex which was one millimeter in size. The pt was prescribed estrogen vaginal cream. The pt is now asymptomatic.